Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after inserting the catheter, there were many times when positive and negative pressures were not possible. The device was removed from the patient¿s body. When flushing the removed catheter with saline solution, aspiration and infusion could not be performed. There was no reported patient injury.